Event description:
It was reported that the pump was intermittently not working properly. Customer¿s blood glucose (bg) ranged from 250 to "high"; although specific value was not provided. Reportedly the customer had trace ketones. Ketone levels were identified as life threatening by health care provider. Elevated bg was addressed by a correction injection via manual insulin therapy, a correction bolus via the pump and changed out the pump supplies. Ultimately, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.